Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Anxiety-product/procedure: unable to observe. Seroma-late: unable to observe. As per the investigation procedure, observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The reported events of "capsular contracture, baker grade unknown" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported left side " concern with textured breast implants". Healthcare professional later confirmed "exchange due to the patient's concern with the product". Healthcare professional later reported "capsular contracture". Healthcare professional later reported "serum fluid". Device was explanted and replaced.